Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this patient has been experiencing sharp pains around the device area, and states that the area feels hot to the touch. There was found to be noise on the atrial lead, as well as a lead safety switch indication. In the clinic, the noise was not able to be reproduced, and there was some observed oversensing due to the noise. The impedance measurements have been rising, but are still within an acceptable range. A chest x-ray will be taken to determine if there is an observed lead issue. To date, there have been no adverse patient effects reported.